Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The sample was not returned for evaluation. Attempts have been made to obtain additional information by email and fax. A completed questionnaire was not received. (B)(4).

Event description:
An administrator reported a patient having decreased vision following cataract surgery with an intraocular lens (iol) implant. The implant has since been exchanged by another physician. The sample was not returned for evaluation.